Event description:
It was reported that pump experienced unusually fast battery drain. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with technical support and proceeded with arranging replacement pump through insurance, and no additional corrective actions were documented.